Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit does not alarm with battery. Additional info received via email (B)(6) 2022. Event date updated. No patient involvement.

Manufacturer narrative:
One device was received in with the CPAP and o2 knob cracked, two other small knobs are not the correct item. The tidal volume knob rubs on the battery compartment, battery cover was cracked, input/output label was missing, front panel was damaged, and the input manifold shifts on the bottom chassis. The alarm cable harness was found damaged during internal inspection. The positive and negative tabs are pushed in flat causing the battery to be loose and unable to make a connection. The complaint was confirmed. The root cause was due to the electrical chassis however it was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the electrical chassis. Replaced all small knobs, re-shaped front panel, tightened all retaining screws, replaced battery cover and the case labels. Installed MRI battery, sintered filter, and o-rings for the preventative maintenance (pm). Reset patient pressure cycling light emitting diode (led) and adjusted CPAP control to tolerance. Performed preventative maintenance (pm), cleaned and affixed new service label. The device passed all functional and delivery testing.